Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a routine check, the device could not be interrogated with a radio frequency antenna plugged in. Using a new programmer and rf antenna did not resolve the issue. The rf antenna was removed and the device finally was able to be interrogated. The patient will continue to be monitored normally.